Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports "leakage in acute hemodialysis catheter at junction". The device was removed and replaced. No report of patient harm.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the catheter body. After failing functional testing (see below), two small leaks/holes were observed in the medial extension line. The appearance of the defect seems consistent with damage due to contact with sharps (i.e. Scissors, scalpel , etc.). The catheter body length measured 167mm which is within the specification limits of 157mm-177mm per the catheter graphic. The medial extension line outer diameter measured 4.06mm which is within the specification limits of 4.04mm-4.14mm per the medial extension line extrusion graphic. The medial extension line inner diameter measured 2.921mm (.115") which is within the specification limits of 2. 900mm-3.000mm per the medial extension line extrusion graphic. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial extension line, water was observed leaking out of the holes in the extrusion. No leaks or defects were observed when flushing the proximal and distal extension lines. Performed per IFU statement "check lumen placement by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of a leaking extension line was confirmed through complaint investigation. Visual analysis revealed two small holes in the extrusion of the medial extension line. The appearance of the holes are consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, needle, scissors, etc.). The catheter met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports "leakage in acute hemodialysis catheter at junction". The device was removed and replaced. No report of patient harm.